Event description:
A neurological department at hospital informed the dealer that they received a report of an incident, where a pt on purpose opened the velcro fastener tabs of the purpose opened the velcro fastener tabs of the dale tracheostomy tube holder keeps the tracheostomy tube in place. By the holder coming undone the tube decannulated, which led to asphyxia and death. The report abena received from the hosp also stated that there had obviously been a medoco-legal inspection of the body after the incident and the department was given a statement to medical offices of health services.